Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus element plus, mr, ous 3.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the most proximal stent strut row with struts lifted from crimped stent position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was withdrawn from the tortuous anatomy. The balloon body was reviewed, no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-nov-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed and 32 x 3.50mm target lesion with a bend of >=90 degrees was located in the severely tortuous and non-calcified right coronary artery. A 3.50 x 20mm promus element plus drug-eluting stent (des) was advanced but failed to cross the lesion even after trying couple of times. The physician then used a 20 x 3.50mm promus element plus des but still failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported an the patient's status was stable. However, returned device analysis revealed stent damage.